Manufacturer narrative:
Surgical intervention was apparently required to remove the residual portion of the uvc. The uvc has not been returned to utmd for evaluation.

Event description:
During the use or removal of an umbili-cath uvc, the catheter broke. Apparently, surgical intervention was required at a second facility to retrieve the residual portion of the catheter.